Event description:
The pt obtained results of 153, 287, 297, 311, and 242 mg/dl. These tests were taken within 10 minutes. The pt went to their physician to have a blood sugar test done because pt was not comfortable with the results that pt was obtaining on their own meter. The pt's blood sugar was normal and no treament was given. The test strips are being replaced for the pt.